Event description:
Patient admitted for suspect fractured pacing lead. Pacing lead replaced without correcting problem. Pulse generator replaced with resolution of problem - intermittent oversensing. Pulse generator returned to MFR for evaluation.